Manufacturer narrative:
Correction: upn changed from (B)(4) to unknown. Also 510k changed from k062414 to unknown. Although a device sample was returned, the port had not been purchased by nor implanted at the returning hospital, so exact upn identification was not possible. No device history records review was conducted since there was no reported lot #. The august 2017 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fracture. " no adverse trend was identified. The used port was received with a section of catheter tubing attached and the collar connected. The port septum shows many punctures. No damage or manufacturing non-conformance observed during visual inspection of the port. The catheter tubing was attached to the port at the 22cm mark; distal tip end of the catheter tubing was at 0cm mark. A fracture in the catheter tubing was observed at the 19cm mark (~4-5cm from port body). This fracture is jagged and has appearance of being a crushing flex failure (potential pinch-off failure). The catheter tubing was cross-sectioned near the fracture (~17cm mark); cross-sectioned did not show any out-of-round or thin wall issues. Dimensions of the catheter tubing were taken at this location: ID and od were both found to meet specification. The appearance of the fractured end of the tubing was jagged with tubing crushed, which is indicative of a flex failure. This type of catheter fracture is consistent with "pinch-off syndrome" although the location was only ~3.0 from the port body (pinch-off is usually observed between 5-10cm from port body). Due to the port being in-situ for at least 3 years, flex failure of the catheter tubing is potential root cause. Angiodynamics process controls : port catheter tubing-instructs quality inspection personnel to inspect for catheter material, distal tip bond, markings, stripe, certificate of material/compliance, overall visual, particles, ultimate tensile force and od/ID. The directions for use provided with the smartport include guidance on placement, port maintenance and cautions involving the potential complications of catheter fragmentation and catheter pinch-off. ((B)(4)).

Manufacturer narrative:
It has been indicated that the device from the reported event will be returned to angiodynamics for evaluation, but it has not yet arrived. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, port/catheter had been implanted in patient 3 years prior to event. Device had been used for chemotherapy. On (B)(6) 2017 difficulty was encountered in flushing the port, which had not been used "for a bit." The patient got a large bubble under the skin. The port was removed and it was indicated that the catheter was "cracked." It has been stated that the used catheter will be returned for evaluation.